Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 16 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal first stent strut row, with a stent strut lifted and pulled distally. The undamaged crimped stent outer diameter was within the maximum crimped stent profile measurement. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified proxima end of the left anterior descending artery. A 16x3.00mm promus premier drug-eluting stent was advanced for treatment. However, during the placement, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified proxima end of the left anterior descending artery. A 16x3.00mm promus premier drug-eluting stent was advanced for treatment. However, during the placement, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.